Event description:
Patient called lfs in 06/03 alleging the ot profile meter would not turn on. Patient reported symptom of fingers tingling. No medical itnervention was required. No adverse event reported. The issue was not resolved with troubleshooting. No further information was provided.